Event description:
It was reported that the user experienced elevated glucose after temporarily disconnecting from the pump for an imaging procedure and contacted support to confirm proper pump function; the user confirmed the g7 cgm was providing readings and that dosing was not stopped, and no alarms or alerts were reported. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, and no impact to activities of daily living reported. Investigation included user-led troubleshooting and education with confirmation of active cgm input and ongoing automated dosing. Investigation of this case revealed no device malfunction and no component failure, with hyperglycemia attributed to pump disconnection and subsequent physiologic response. It was concluded, based on previously established findings for similar reports, that the cause was cause not determined with device functioning as designed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.